Event description:
It was reported that during implant, the patient developed a small left apical pneumothorax causing pain and breathing difficulties. The patient required additional hospital care with oxygen therapy. The device remains implanted. The patient is a participant in a "(B)(4) study." No further patient complications have been reported as s result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.